Event description:
The customer and fe described a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.